Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from a manufacturer representative regarding the delivery of unknown morphine (10mg/ml, 2.5mg/day) in a pain pump; indicated for non-malignant pain and postlaminectomy pain. A catheter revision occurred on (B)(6) 2015 due to a kink at the anchor site. Following the revision, another healthcare provider (hcp) took over the patient's care and started to order medication in micro-grams (mcg) instead of mg. The patient was currently receiving morphine (40mcg/ml, 15.5mcg/day). Additional follow-up information was requested from the hcp pertaining to patient symptoms, troubleshooting related to the catheter kink, and if the cause of the kink was determined. Concomitant drugs: dilaudid, oxycontin, fentanyl patch, narcan pen.